Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with the patient line and drain line cut off. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This occurred during fill two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The leak was further described as ¿bed is wet¿. Renal therapy services (rts) assisted the patient with ending the therapy session and advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.